Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported having peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with stenotrophomonas maltophilia in the culture and a wbc count of 1706/mm3. The patient was diagnosed with peritonitis due to touch contamination during pd therapy on the liberty select cycler at home. It was explained the patient contracted a peritonitis causing pathogen while gardening and did not wash his hands prior to the following pd treatment that evening. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 1000 mg (frequency and duration unknown) as antibiotic therapy for this infection. The patient was able to undergo one ccpd treatment on a hospital provided cycler until the patient¿s pd catheter (not a fresenius product) was removed due to the nature and severity of infection. The patient was provided a central vascular catheter in favor of hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. The pdrn confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as he remains asymptomatic. The patient continues hd therapy on an in-center basis post-discharge with a plan to return to pd therapy on the same cycler once cleared by physician.